Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. The speaker was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction causing a loss of audible alarm. There was no patient involvement.